Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the log file provided by the account confirmed a pump stop event consistent with the report of a loss of power while exchanging power sources. The log files were submitted for review and showed overlapping events spanning approximately 14 days (day 1702 hour 21 minute 41 ¿ day 1712 hour 19 minute 32; day 0 hour 0 minute 1 ¿ day 1 hour 0 minute 20 per time stamp). The pump operated as intended above the low-speed limit until a pump stop event was observed on day 1712 hour 19 minute 32 due to a loss of power. As power was lost, the pump speed decreased and power elevated as the pump tried to ramp back up to the set speed. The total loss of power occurred during the reported exchange from battery power to the power module. The controller¿s internal timestamp reset to day 0, hour 0, and minute 0, per design, upon power restoration and the pump resumed operating at the set speed without issue for the remainder of the file. The duration of time which the pump was off could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. This section further warns that complaints of dizziness should prompt immediate evaluation of the patient and system. The heartmate ii lvas patient handbook is also currently available. Instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that when the alarm was triggered, the patient tried to exchange the power source from batteries to the power module. It was reported that no damage to the driveline could be confirmed.

Event description:
Related manufacturer report number: 2916596-2022-14747. It was reported that the patient had continuous alarms while connected to the power module. There was a pump stop event, low speed and low flow hazard alarms, replace system controller alarm, and backup mode cpu active. There was suspected driveline damage. A date reset was found in the log files. It was suspected that this event was caused by poor battery and clip connection. The battery clips were exchanged, and no further alarms occurred.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.